Event description:
It was reported that during a da vinci-assisted duodenal switch surgical procedure, the e-100 generator was not recognizing the synchroseal instrument. A second synchroseal was used but the instrument was also not recognized. The caller stated they were using the e-100 generator with the vessel sealer extend, however, it also stopped working. The intuitive surgical, inc. (Isi) technical service engineer (tse) had the site clean the connectors on the instruments and reseat them without success. The surgeon was continuing with the procedure and didn't perform any additional troubleshooting. The site was completing the procedure with no reported injury. Isi followed up with the initial reporter and obtained the following additional information: the system initially powered on with no issues. The e-100 generator would not register the synchroseal. The customer used a vessel sealer instead for a while, until it failed recognition as well. The procedure was delayed 30 to 40 minutes due to the issue.

Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported complaint. The isi fse went on site but was not able to reproduce the customer reported complaint of "intermittent function of the e-100". The isi fse replaced the e-100 generator to customer satisfaction. The system was tested and verified as ready for use. Isi received the e-100 part involved with this complaint and completed the device evaluation. Failure analysis investigation could not replicate the customer reported complaint of ¿intermittent function of the e-100¿. The unit was return for failure analysis, but the reported failure could not be replicated. This unit was installed into the test system, and it worked fine with synchro seal instrument installed. The technician used a synchro seal with a saline dipped gauze in the jaws and fire yellow pedal/sync activations cut/seal about 100 times and the e-100 generator worked fine without any issue. The issue was not replicated. No image or video clip for the reported event was submitted to isi for review. A procedure log review was performed. Per the review, the duodenal switch procedure was performed on (B)(6) 2022, on system serial #(B)(4). This complaint is reportable due to the following: the electrosurgical generator unit (esu) was abandoned/replaced after the start of the procedure and the surgeon was able to continue with the procedure robotically with a backup esu. While there was no harm or injury to the patient, the reported failure mode could likely cause or contribute to an adverse event if it were to recur. System unavailability after start of a surgical procedure could lead to the procedure to be converted/aborted and may lead to an injury due to the patient's inability to tolerate a conversion/abortion.